Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The reporter speculated the alarms could possibly be from the tubing remaining inside the pump for an extended period of time and a kink forms over time; however, no kinks were observed by the user. The reporter was not aware of the amount of time the tubing remained inside the pump. The reporter was also not aware of any hospital protocols for the length of time allowed for tubing changes. Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The manual warns the user to ensure the IV sets or container vents are properly functioning, tubing clamps are in the proper positions and tubing is free from kinks or signs of collapse outside the pump. It also warns not to reuse tubing. Do not reload pumped-on tubing (segment used in pumping channel) into the pumping channel. Doing so will cause alarms and adversely affect flow rate accuracy. It also provides step by step instruction for the proper set up of an infusion with the device. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pumps alarmed false upstream occlusion alarms in the intensive care unit during therapy (medication, dose, programmed amount and delivery rate unknown). The reporter speculated the alarms could possibly be from the tubing remaining inside the pump for an extended period of time and a kink forms over time; however, no kinks were observed by the user. The reporter was not aware of the amount of time the tubing remained inside the pump. The reporter was also not aware of any hospital protocols for the length of time allowed for tubing changes. There was no patient injury or medical intervention associated with this event. No additional information is available.